Event description:
It was reported that a patient underwent an atrial fibrillation ablation with a qdot micro catheter and during ablation phase, the patient experienced cardiac tamponade that required pericardiocentesis. It was reported that when trying to create the cartosound fam model, the carto 3 system displayed a message that said the model failed and that the auto-detection algorithm timed out due to the large number of input frames selected to run the algorithm. There were only about 20 input frames, and they kept deleting and adding contour frames and the same errors were displayed on the carto 3 system. The procedure was continued with the issue unresolved. It was also reported that during the ablation phase, a pericardial effusion was noticed. While dwelling in the left atrium, the pericardial effusion was noticed on intracardiac echocardiogram, but they continued the procedure. Once they pulled everything back into the right atrium, they did a sweep of the left atrium and noticed the pericardial effusion got bigger. The medical intervention provided was a pericardiocentesis. The patient was reported to be in stable condition and was reported to have fully recovered. However, extended hospitalization was required (overnight to monitor vitals and make sure effusion was gone). The physician's opinion on the cause of this adverse event was the procedure. Ablation was performed prior to noting the pericardial effusion. No evidence of steam pop. Transseptal puncture was performed.

Manufacturer narrative:
The device has not yet been returned for analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
Note: the d4 primary UDI number has been updated to (B)(4). On 22-jul-2024, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent an atrial fibrillation ablation with a qdot micro catheter and during ablation phase, the patient experienced cardiac tamponade that required pericardiocentesis. It was reported that when trying to create the cartosound fam model, the carto 3 system displayed a message that said the model failed and that the auto-detection algorithm timed out due to the large number of input frames selected to run the algorithm. There were only about (B)(4) input frames, and they kept deleting and adding contour frames and the same errors were displayed on the carto 3 system. The procedure was continued with the issue unresolved. It was also reported that during the ablation phase, a pericardial effusion was noticed. While dwelling in the left atrium, the pericardial effusion was noticed on intracardiac echocardiogram, but they continued the procedure. Once they pulled everything back into the right atrium, they did a sweep of the left atrium and noticed the pericardial effusion got bigger. The medical intervention provided was a pericardiocentesis. The patient was reported to be in stable condition and was reported to have fully recovered. However, extended hospitalization was required (overnight to monitor vitals and make sure effusion was gone). Device evaluation details: the product was returned to biosense webster (bwi) for evaluation. A visual inspection and revision of all features were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device number lot 31312351l and no internal action related to the complaint was found during the review. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. The physician's opinion on the cause of this adverse event was the procedure. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).